Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. The brush could not be inserted into the balloon channel due to clogging from a foreign material. Other evaluation findings are as follows: the balloon could not be deflated due to clogging of the water suction tube; the water removal ability did not meet the standard value due to clogging of the nozzle; a noise occurred in the ultrasound image due to damage on the ultrasonic probe; the number of missing element exceeded the standard value due to damage on the ultrasonic cable; the adhesive on the bending section cover was detached; the bending angle in the up/down direction, and the play of the upward/downward knob and right/left knob were not within standard value due to wear of the angle wire; the upward/downward knob could not be locked securely due to deformation of the forceps elevator lever; the connecting tube was dirty; the suction cylinder and the forceps channel port were shaved; the control unit was discolored; the light guide cover glass had a dent; and the suction connector was deformed. Lastly, there were scratches on the following parts: the acoustic lens, the scope cover, the grip, switch#1, switch#4, the protector of the universal cord on the control section side, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the balloon did not inflate, and the brush could not be inserted or removed from the gastrovideoscope's balloon channel. This occurred during reprocessing for a diagnostic endoscopic ultrasound (eus) procedure. The procedure was completed with no delay, using the same device without inflating the balloon. There was no report of patient harm.